Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim, faded, and pink in coloration. The reporter stated that this issue occurred gradually over three weeks. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the display was dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.